Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found an insulation abrasion at 81.1 cm to 81.5 cm from the connector pin.

Event description:
It was reported that the lead dislodged. The lead was explanted.